Manufacturer narrative:
This is a correction for the initial report sent on 03-28-2019. Please note that section d3, f14, g1 and h10 regarding manufacturer has been updated. Please note that previous medwatch reports for this product may have been submitted for the manufacturing site arjo med. Ab (under registration #(B)(4)). As of 06/15/2010, that number was de-activated due to the site no longer being a manufacturer and until 2014 complaints related to these products were handled by arjo hospital equipment ab and medwatch reports were submitted under registration #(B)(4) or medibo (medibo medical products nv / (B)(4)) and ah magog (arjohuntleigh magog, inc. / (B)(4)) from 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #(B)(4).

Manufacturer narrative:
It was reported on the 2019-mar-03 to the arjo representative that there was the incident with the involvement of tempo passive floor lift and passive clip sling. It was reported that during transfer patient moved sideward and as the result one of the sling clips detached from the lift spreader bar. As to consequence of the event resident fell of the sling to the floor and sustained laceration to the head. It was also indicated that hospitalization was needed but unfortunately, according to a law of medical secret no further information about patient condition could have been provided. After the event there was a device evaluation made by arjo technician. The lift involved in the event worked according to the specification. No abnormalities have been found. The clips of the claimed sling had visible signs of wear and the sling stiffeners were missing. The label was unreadable, however it was stated that the accessory was manufactured in july 2003. Therefore, it had over 16 years. During the technician evaluation it was confirmed that the clips did not lock tight on the dps pin due to worn clips. Passive sling IFU (max81785m-int issue 5, nov-2011) provides patients with warnings: "the operational life of the sling is dependent on the actual use conditions. Therefore, before use, always make sure that the sling straps do not show signs of fraying, tearing or other damage and that there is no damage (i.e cracking, bending, breaking) to the attachment clips. If any such damage is observed, do not use the sling. If you have any doubts about sling safety, as a precaution and to ensure safety, do not use the sling". Based on the instruction for use provided with each arjo sling, in case of any doubts about sling safety and there are visible signs of fraying, tearing and damage ( like cracking, bending, breaking), it should not be used. Please note, that there are also some crucial information and pictures provided regarding correct attachment and detachment of the sling clips: "use the sling according to both the lift and sling operating and product care instructions." "Always check that the sling attachment clips are fully in position before and during the commencement of the lifting cycle, and in tension as the resident's weight is gradually taken up. Always check that the clip is mounted on the attachment lugs in its most downward position." "Make sure the lug is locked at the top end of the clip." All gathered information lead us to the conclusion that there was an use error that caused the event. It can be concluded that due to the worn of the grey sling clips they did not lock tight on the spreader bar lugs so they did no longer create effective sling-lift system and should have been withdrawn from use. However, please note, that if caregivers follow all recommendations and procedures provided in instructions for use and the sling is inspected before every use, the risk of serious injuries and hazard situations is low. 16 years old accessory has been used with the patient and despite visible signs of wear was used for patient transfer. It is caregiver responsibility to check the device before and after every use with patient so the most probable factor which contribute to the event was caregiver not adhering to the instruction for use. To conclude, the system - clip sling and floor lift was used for the patient's care and in that way contributed to the alleged event. No defect has been found within the lift that could cause or contribute to the event however, the misused of the clip attachment occurred and from that perspective, the system did not meet the manufacturer's specification. The complaint was decided to be reportable due to the fact that such circumstances during the transfer may lead to the serious injury upon reoccurrence.

Manufacturer narrative:
This report is being filed under exemption e2012070 by the manufacturer arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided following the conclusion of the investigation.

Event description:
It was reported to the arjo representative that there was the incident with the involvement of the tempo lift and passive clip sling. It was stated that during transfer one of the sling clips detached from the spreader bar device. As the consequence of the event the patient fell of the sling to the floor and sustained laceration to the head.